Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 68 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they were not able to removed battery cap or insulin pump had completed blank display. Customer did troubleshooting for blank display and computer restarted. The insulin pump will be returned for analysis.